Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device alarmed battery out limit alarm and failed battery test alarm. Customer's blood glucose was 206 mg/dl. Customer mentioned the battery compartment was corroded. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programed correct time, date and monitored three days; no restart reset time clock anomaly noted. Several bolus deliveries were programmed and delivered; all bolus deliveries were delivered properly and were recorded in the daily total history files. The insulin pump was download to carelink pro properly and all bolus delivered were found at the carelink report. The insulin pump sound alarm properly and no anomaly noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.